Event description:
Pocket infection was reported in a patient based outside the united states. The doctors decided to remove the device, perform pocket irrigation, and replace it with a new one. An impulse dynamics field representative attempted retrieval of the old device, but it was discarded after explant and is thus unavailable for evaluation. The cause of the infection is unknown as patient-related test details cannot be released by the hospital to impulse dynamics representatives due to privacy policies. A DHR review was conducted and found no anomalies, including any in the device sterilization records. The device was functioning properly prior to explant.